Manufacturer narrative:
H3-device evaluation: lens returned in a vial in liquid. Visual inspection found haptic torn. Strong yellowish visual appearance of the lens has been noticed during visual inspection and after re-hydraion step. The returned lens did not meet the original value measured at the time of manufacturing. Claim# (B)(4).

Manufacturer narrative:
Additional information: h6: method code 3331: device history record (DHR) review: based on the results of the investigation, all released devices from the associated work orders(s), including the suspected device, have been manufactured within established parameters; and there is no indication that the manufacturing and processing of the device contributed to the complaint issue. Claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Claim# (B)(4).

Event description:
The reporter indicated that a 12.6mm vtich 12.6 implantable collamer lens of -7.00/1.5/083 (sphere/cylinder/axis) was implanted into the patients right eye (od) on (B)(6) 2024. On (B)(6) 2024 the lens was explanted due to excessive vault and elevated iop and the problem was resolved.